Event description:
It was reported to medtronic minimed that the customer noticed no communication between pump and transmitter, sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, sensor glucose value from reported event is 78 mg/dl and blood glucose value from reported event is 190 mg/dl, change sensor alert, sensor updating alert, calibration not accepted and lost sensor alert and also found that the customer was in the hospital. The event involved product(s) mmt-7841zn, mmt-7040ma, mmt-1884l. Troubleshooting was not performed. No further patient complications were reported. It was unknown if the customer used the insulin pump within 48 hours of the reported event and unknown about the auto mode feature. No product return is required for mmt-7841zn. Product return required for mmt-7040ma. It is unknown whether product will be returned. No product return is required for mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.